Event description:
It was reported that during a ptca procedure, the balloon catheter was inflated, however, it would not deflate. The balloon came down a little and was a pulled into the guiding catheter. The balloon catheter was removed from the patient with no injury.